Manufacturer narrative:
H6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. H11: the returned exalt model d scope was analyzed. The scope showed image as expected when connecting the device to the capital equipment. The electrical test measurements were within the normal values and no shorts in the circuit were detected. The reported event of scope loss of visualization was confirmed, based on the evidence provided by the customer. The customer provided an image that showed an sud error in the monitor, but the device analysis was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause is not established.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image was lost and a scope error screen appeared. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image was lost and a scope error screen appeared. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.